Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and the displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error alarms frequently. Insulin pump had cracks on the reservoir window, battery loading slot, and belt clip. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.